Event description:
It was reported that the device fractured. No further information is available.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H4: proposed component (annex g) code is mechanical (g04) - provisional top. Complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use and has fractured through the middle of the tasp. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was determined to be due to user error as it was incorrectly used with excessive force. The persona surgical technique (97-5026-001-00 rev. 11, page 34, technique tip 11.c), apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The tasp construct includes the tasp top, bottom, shim, and tibial sizing plate handle. The tasp was struck with a mallet during the surgery which caused the fracture of the provisional; hence the root cause is attributed to user error/off label use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.